Manufacturer narrative:
(B)(4).

Event description:
Received information that shortly after the scs implant in 2004 the patient experienced cardiac arrhythmias. Because of this the patient had not used her device since turning it off in 2004. She did not experience any issues during her scs trial period. Patient is inquiring about compatibility guidelines for an MRI. She was given the guidelines and instructed to contact her physician. Additional information has been requested and if received a follow up report will be sent.